Manufacturer narrative:
Patient information was unavailable from the site. No PMA / 510(k) as this event occurred on a system that is similar to a system that is marketed in the united states. A medtronic representative went to the site to test the equipment. The positioning sensor unit (psu) and polaris spectra system control unit (scu) were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported there was a camera communication failure. After instrument verification, an x was displayed on the camera mark during accuracy confirmation. It was noted x was displayed for all instruments on the instrument screen. The issue was resolved by rebooting the system, and the procedure was completed successfully. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of concomitant medical products: section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot: (B)(4), UDI: (B)(4). Hardware analysis of the returned position sensor unit (psu) confirmed the reported allegation. The psu failed the accuracy test at 0.55mm with a passing threshold of 0.35mm. If information is provided in the future, a supplemental report will be issued.